Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient (B)(6) was in the cardiology department. An intra-aortic balloon (iab) was prepped and the medical doctor (md) used the patient's left femoral artery for insertion. The iab met resistance when advancing over the spring wire guide (swg) around 25 cm. As a result, the iab was not used. The md used a competitors iab successfully for this patient on the same insertion site there was a reported interruption / delay in intra-aortic balloon pump (iabp) therapy, however, no harm to the patient. There was no reported patient death, injury or complications. The patient outcome is stable. The md felt that the defective part was the catheter not swg, so the md removed and discarded the swg.

Manufacturer narrative:
Qn#. Teleflex received the device for analysis. The reported complaint of "met resistance when advancing over the spring wire guide" is confirmed. A bend was found to the iab and caused resistance to the guidewire. The root cause of the bend is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for any trends closely.

Event description:
It was reported that a patient (B)(6) in height was in the cardiology department. An intra-aortic balloon (iab) was prepped and the medical doctor (md) used the patient's left femoral artery for insertion. The iab met resistance when advancing over the spring wire guide (swg) around 25 cm. As a result, the iab was not used. The md used a competitors iab successfully for this patient on the same insertion site there was a reported interruption / delay in intra-aortic balloon pump (iabp) therapy however no harm to the patient. There was no reported patient death, injury or complications. The patient outcome is stable. The md felt that the defective part was the catheter not swg, so the md removed and discarded the swg.